Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was explanted due to an unrelated reason. Electrocautery was used during procedure. Upon interrogation post operation, the pulse generator exhibited backup vvi operation. A device software download was not attempted for the device was already explanted. The patient would continue to be monitored.